Event description:
It was reported that during a bi-lateral masectomy procedure, the device pad came off in the pt. The pad was retrieved and the case was completed with another device. There was no adverse consequence to the pt reported.

Manufacturer narrative:
Eval summary: the analysis results found that device a was returned in good condition. The tissue pad was in good condition and complete. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. The analysis results found that device b was returned and the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. A corrective and preventive action has been initiated to address this issue. The batch records were reviewed and no anomalies were noted during the mfg process. Device b add'l info: batch d9ef7f, expiration date: 02/2013, mfg date: 03/2008.